Event description:
Reportedly, the pump overinfused. Customer was unable to provide specific details regarding the situation.

Manufacturer narrative:
The initial reporter was contacted for add/l info; there was no impact to the pt. The device was received by braun on 5/7/09, and the evaluation is underway; results will be reported when the evaluation is completed.